Event description:
Approx one week prior to surgery date of 3/7/96, pt noted "sudden loss of right breast volume." Pt and physician elected for removal and replacement of saline implants. Upon removal of right implant, it was noted to be deflated. No gross cuts or holes apparent.